Event description:
It was reported that the patient's insertable cardiac monitor (icm) had migrated to a lower position in the patient's body. The icm was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Interrogation results indicated end of life (eol), longevity assessment was acceptable and visual screen was acceptable.